Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient loss consciousness and emergency services were called. The patient was transported to the hospital by ambulance. Symptoms reported include dehydration and exhaustion. Treatment information was solicited but unavailable.